Event description:
During surgery the click on head of the screw broke off. While using the screwdriver, when the surgeon applied pressure at the screwdriver to connect the direction and the screwhead broke. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Our investigation has shown that the collet in the head is not in position anymore. The collet is contorted and jammed in the upper position. In this position it is possible that the head can be detached from the screw. There is also part of the screw broken off which is an indication that the screwdriver was not properly attached to the screw. Finally a combination between the position of the collet, an improper attached screwdriver and excessively applied force caused this occurrence. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)